Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and no delivery. The customer's blood glucose reading was 327 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents, passed unexpected restart error test, self-test, and the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.